Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from the USA of patient that made a mistake/touch contamination/did not wear mask and peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported that on a unreported date in 2011, the patient made a mistake/touch contamination and patient did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. The patient was not hospitalized and was recovering from the events. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse believed that the events were not related to dianeal pd4 ambuflex therapy.